Event description:
The following was reported to hamiton medical ag: "apparent power supply failure: "loss of external power" notification, no external ac power indicator, batteries not charging. During routine inspection by the end user - they saw that a "loss of external power" notifcation was present on the system. This happened when the system was turned on." No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 cer 160748. Field b4, g6, h2, h3, h6 and h11 updated. "The device alarmed with "loss of external power" and continued on battery power. The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contribute to a death or serious injury. The hamilton ventilators undergo mandatory preoperational checks before usage. External power functionality, battery status, and alarm verification are part of this routine check. A power supply failure is usually identified during these checks, ensuring the device is safe for use. If, despite the checks, the issue occurs during operation and external power is lost, the ventilator immediately alerts the user with the "external power loss" alarm. This alarm ensures that clinical staff are aware of the issue and can take appropriate action well before it becomes critical. The ventilator automatically switches to battery power in the event of external power failure. The battery typically provides 1-3 hours of backup operation, allowing ample time to either restore external power or transfer to another ventilator if needed. If the battery level drops further, additional low battery alarms provide further warnings. Therefore, the power loss is not a sudden failure leading to immediate risk. The combination of alarms, battery backup, and pre-use checks ensures that the issue does not compromise safety. In conclusion, the failure is detectable during pre-use checks when the device is intended to be use at some stage with a patient (which was not the case for this event). The ventilator has built-in alarms and redundancy (battery backup) to mitigate risks. There is sufficient time to implement corrective actions before safety is compromised. Alternative ventilation methods are available and easily deployable if needed. Therefore, this case is now (at the time of this follow up report) assessed as no longer reportable. There is no information that reasonably suggests that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur."

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: "apparent power supply failure: "loss of external power" notification, no external ac power indicator, batteries not charging. During routine inspection by the end user - they saw that a "loss of external power" notifcation was present on the system. This happened when the system was turned on." No patient involvement.